Event description:
The account stated that a pt sample generated questionable results when tested using a cell-dyn 1700 analyzer. A hemoglobin result of 5.6 g/dl and hematocrit result of 16.3% was obtained. Controls were within specification. The results were reported. The sample was sent out to a reference lab for verification testing (platform not provided) and yielded a hemoglobin of 11.3 g/dl and hematocrit of 32.8%. No impact to pt management was reported.